Manufacturer narrative:
(B)(4).batch # p94g8h. Investigation summary: the device was returned with no apparent damage. The device was connected and tested on a gen11. The device was functional and worked as intended. The device was disassembled and it was found that there was a cracked internal component; the y-link. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that the instrument was returned that had not been used but which didn't work. No patient consequence.